Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Recordings transmitted to home monitoring show noise on the rv channel. Noise was not reproduced with postural testing and isometrics in office. Physician to be consulted for next steps. Lead is currently implanted.